Event description:
It was reported that on (B)(6) 2011, a 3.5x28mm xience v stent was successfully implanted in the proximal right coronary artery (rca), and both a 3.5x23mm and a 4.0x23mm, xience v stents, were successfully implanted in the distal circumflex (cx) coronary artery. On an unspecified date, in (B)(6) 2013, the patient was hospitalized for chest pain. Medication was given and the chest pain resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. There was no reported device malfunction and the product was not returned. The reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. In this case, as a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.